Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/16/2013 with the following findings: the power on resets observed in the black box. There was no physical damage found to the returned battery cap or battery compartment; the returned battery cap fastens securely and holds power to the pump. The returned battery cap width and height measurements are all within specified range. There were no intermittent power issues experienced with the returned battery cap or pump. The pump was exercised for 24-hrs with returned battery cap. There was no loss of power events duplicated. The pump was opened and evaluated and there was no internal moisture damage or intermittent connections identified inside the pump. The power issue was verified in the pump history but not duplicate during the investigation.